Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21604e, reader sn (B)(4). Customer tested positive with a flowflex antigen test and pcr nasal test within a day of obtaining the false negative result. Customer was symptomatic with a cough at the time of the test. Cartridges were stored according to the instructions for use. See case-(B)(4) for customer's son's false negative result.